Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. A taller implant was used to finish the procedure. The implant was being placed into the tooth # 15. The implant site had type 4 bone quality. The patient has no natural teeth. There was no abnormality with the implant. There was no report of injury to the patient.

Manufacturer narrative:
The device was returned and evaluated. Visual and microscopic inspection were performed and found no deviations. Critical parameters were measured and found no deviations, no defects, nor non-conformities. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information, the patient has type IV bone quality. Type IV bone has the very thin cortical bone with low density trabecular bone of poor strength. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Therefore, the patient's bone quality might have been a factor in the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability." No abnormality with the implant was confirmed, this event will be tracked and trended.